Manufacturer narrative:
Heartsine's investigation of the device was unable to confirm the reported fault. Throughout the investigation, the device was successfully power cycled multiple times with the returned pad-pak installed and the green status indicator flashed throughout. The device performed to specification during testing at heartsine. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device did not turn on, failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device did not turn on, failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.